Event description:
It was reported to boston scientific corporation that a percuflex urinary diversion stent was used during a procedure performed on september 25, 2023. During the procedure, the stent was damaged. It was noted that the pigtail part was torn. The procedure was successfully completed with another percuflex urinary diversion stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of the stent detached/separated. Block h10: the returned percuflex urinary diversion stent was analyzed, and a visual and microscopic evaluation noted that the coil shaft detached. No other problems with the device were noted. The reported event of stent torn material was not confirmed. Taking all available information into consideration, most likely, it may be related with some other factors such as excessive handling of the device. The technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. Therefore, the as analyzed code for this failure would be adverse event related to procedure. The reported problem of stent torn material was not confirmed since it was not detected during the analysis and for this reason, the as analyze code will be no problem detected. All compiled information on this investigation determines that cause not established is the most probable cause since the device complaint or problem cannot be confirmed at this point.